Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This device is classified as import for export, therefore 510k is not applicable. This report is being filed as part of the pentax backlog management plan.

Event description:
On the morning of (B)(6) 2021, the image was foggy and dim. The scope could't supply the image. The time of event is unknown. There was no report of patient harm.